Event description:
As reported by the user facility: "the following is the problem described. I returned from a long weekend away to another pump bagged on my desk that reportedly may have had a leak. The chemo nurse turned it in when the patient returned to the clinic to have the pump disconnect. The nurses, hyper aware of the leaking problem, noticed white powder residue at the site where pump tubing attaches to the pump itself. This pump was originally placed on patient (B)(6) 2014 and residue was noted on (B)(6). MFR - 9610825-2014-00197.